Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5a941. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an open total gastrectomy procedure, the device could not be removed from the patient after the firing. The device was used for roux-en-y method between the esophagus and the jejunum. Then, the adjusting knob was rotated counterclockwise, and it was opened completely. At that time, it was found that the esophagus was torn, and it seemed that a part of the tissue was not stapled. It was unknown if it happened due to the extra tension when removing the device or it had already happened at the firing that the esophagus was torn. The device was removed the patient eventually with clamping the anvil by a forceps. Before the firing, the anvil came off while the device was closed. It occurred 2 times. After that, the housing and the anvil was closed. The gap setting scale marked 1.0mm. There was no difficulty in the firing. The target tissue was trimmed, and another cdh25a was used to complete the case. When the sales rep checked the device after the procedure, it was found that the washer was cut.